Event description:
A palmaz-schatz stent was placed over the smash pta 8.0 x 2 centimeter balloon in order to deploy the stent. The balloon ruptured at 6 atmospheres. There has been no claim of injury related to this event.